Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 52410un20. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 52410un20 and an internal troponin-I panel. Acceptance criteria were met, which indicates acceptable product performance. The historical performance of the lot was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 52410un20 is inside the established control limits, which indicates acceptable product performance. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the lot for the complaint issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent, lot number 52410un20, was identified.

Manufacturer narrative:
Complete information patient information, 1. Patient identifier - multiple = (B)(6). There was no additional patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect troponin results on two patients. The results provided were: on (B)(6) 2020 sid631061495 = 0.03ng/ml (normal range 0.00 - <0.03ng/ml; critical cutoff is 0.05ng/ml) / retest = 0.05, 0.01 and 0.01ng/ml; sid631049352 initial = 0.05ng/ml, retest = 0.03 and 0.04ng/ml. There was no reported impact to patient management.